Manufacturer narrative:
D10: concomittants: (B)(6) 232-03-04 - (disc) optetrak asy, cr porous femoral, sz 4, r. (B)(6) 200-04-44 - (disc) cemented finned t ib. Tra sz 4f/4t. (B)(6) 21-0901-19y-v1 - stryker lpi s7/6/5/4 h.sierra 90*13/21*1,19. (B)(6) 200-02-29 - rotula tres tetones 29mm. (B)(6) 21-0901-19y-v1 - stryker lpi s7/6/5/4 h.sierra 90*13/21*1,19. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 72 yo male patient, who had a right knee implanted, underwent a revision procedure approximately 9 years 2 months post the initial procedure. It was indicated there was premature wear of the polyethelyne, with mechanical loosening of the implant secondary to massive osteolysis. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. The explanted devices are not available for return and no device images were provided. No further information. This is 1 of 2 reports for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h9, h10, h11. No device was returned for evaluation; radiograph images were provided; however, the reported event was able to be confirmed in part. Pre-revision radiographs review identified what appeared to be a gap between the anterior flange of the femoral component and the femoral bone. Additionally, there appears to be lucencies near bone contacting surface and the medial side of the femoral component, as well as the anterior bone contacting surface and medial side of the tibial tray, which is consistent with osteolysis. This indicates that there is femoral loosening and possible tibial loosening. Failure of the cement used to secure the femoral component to the femoral bone, may have led to loosening at the cement-implant and/or cement-bone interface; however, this cannot be confirmed. The gap between the femoral component and the tibial tray appears to be slightly smaller in the pre-revision radiograph compared to the post index radiograph. This may indicate wear of the tibial insert; however, this cannot be confirmed as images of the explanted tibial insert were not provided. A review of complaint history determined that no further action is required as no trends were identified. The reason for the revision reported was likely due to femoral loosening or due to the inclusion of the polyethylene in the packaging recall. This specific tibial insert was packaged for approximately 5.06 years before being implanted. Failure of the cement used to secure the femoral component to the femoral bone, may have led to loosening at the cement-implant and/or cement-bone interface; however, this cannot be confirmed. Prosthesis wear of the tibial insert could not be confirmed from the provided information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.